Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024 due to non-use and patient requiring mris. It is unknown if there are plans to reimplant the patient as of the date of this report.